Event description:
It was reported that cadd solis vip ambulatory infusion pump cassette issues. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Additional information. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported problem was not duplicated. However, found not operable latch lock optical cam flex. The root cause was found to be faulty latch lock optical cam flex. The faulty latch lock optical cam flex was replaced.

Event description:
Additional information received on 13-may-2022 via email and attached to complaint object: no patient incident ? Found during testing.